Event description:
It was reported post-coronary artery bypass grafting (CABG) surgery, there was calcium in the left circumflex (lcx) artery. Five treatments were performed with the diamondback 360 coronary orbital atherectomy device (oad). During the fifth treatment, the oad nosecone fractured. The oad was removed, with the nosecone attached. The procedure was completed by re-wiring and placing a xience sierra 3.5x33 stent. The patient was in stable condition.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case, it is likely that the material separation is due to device placement or use technique; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported post-coronary artery bypass grafting (CABG) surgery, there was calcium in the left circumflex (lcx) artery. Five treatments were performed with the diamondback 360 coronary orbital atherectomy device (oad). During the fifth treatment, the oad nosecone fractured. The oad was removed, with the nosecone attached. The procedure was completed by re-wiring and placing a xience sierra 3.5x33 stent. The patient was in stable condition.